Event description:
An in-hospital cardiovascular death after the use of ivl was reported in the study, "impact of the use of plaque modification techniques on coronary microcirculation using a angiography-derived index of microcirculatory resistance" published by the international journal of cardiovascular imaging (doi: https://doi.org/10.1007/s10554-024-03152-5). This is report 1 of 7 associated to this publication. There is no available information on the patient's health history, the procedure, event date, or the device relatedness.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the death could not be determined based on the information available. There was no report of any ivl device malfunction. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.